Manufacturer narrative:
Results: the returned lead was undamaged and passed all functional testing; a straight and curved lab stylet were successfully inserted and retracted from the returned lead without any obstructions or resistance encountered. Since the reported stylet was not returned; no conclusion can be drawn as to the root cause for the event. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) was implanted with a percutaneous lead on (B)(6) 2011. It was reported that surgical intervention was undertaken on (B)(6) 2011 to revise the lead. During the procedure, the physician experienced difficulty inserting the stylet to position the lead. Once introduced, the stylet could not be extracted. As such, the physician decided to replace the lead. No further complications were reported. The reason for the surgical intervention is unknown at this time.